Event description:
It was reported that the 9600 system would intermittently not boot up. Also the rear wheels were hard to turn. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The wheels were cleaned and lubed during the service call. The system was tested and found to be working as intended and put back into service.